Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
This event was received via a telephone call from the distributor. It was reported the catheter was inserted without issue via the upper arm. The pt was taken to radiology and a leak was noted at the insertion site. When the clinician removed the dressing, they noted the catheter was split above the area of the box clamp. Pressure injection had occurred for the cat scan to be performed. The spilt was outside of the pt's body. An over the wire exchange was performed to remove and exchange the PICC catheter. There was no delay in treatment, no pt complications, injury or death.